Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint the battery compartment was found to be cracked. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient had been experiencing erratic blood glucose (bg), up to 250 mg/dl and as low as 62 mg/dl. The high bgs are reportedly treated with boluses via the pump, and the low bgs are reportedly treated with food. Customer support reviewed the pump with the patient and found that all settings and histories were correct. The reporter noted that the patient occasionally uses a temp basal program, and stated that the patient's insulin to carbohydrate ratio and basal settings were recently changed by the patient's health care provider (hcp). Troubleshooting indicated no pump malfunction. The reporter denied any site, set, or cartridge issues, and noted that the sites are changed every two days now due to higher bgs with ketones approximately six months ago. The reporter mentioned that the patient is experiencing a growth spurt, is more active in sports, and is on a medication for kidney function. The reporter stated that the patient's hcp is considering the growth spurts as a cause or contributor to the recent bg excursions. Customer support determined that the issue centers around increased activity level. The pump is not being returned at this time, and the patient reportedly resumed insulin pump therapy. The reported recent erratic bgs do not meet the definition of a serious injury. However, this complaint is being reported because it could not be determined what caused or contributed to the high bgs with ketones that occurred six months prior.